Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. During troubleshooting, tandem technical support (cts) confirmed that the pump was responding as it should be. Cts informed the customer that the pump has a stack of tasks to do and higher priority tasks are performed first; customer acknowledged. There was no information provided regarding the customer's blood glucose level.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable, as there was no device malfunction.